Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charger displayed a solid green indicator when the ilet was placed on it, yet the ilet did not charge over an extended period, and the same charger failed to charge the patient¿s iphone, indicating a charger malfunction; blood glucose levels were not affected, and no alerts or alarms were reported. No adverse clinical symptoms reported. Outcomes included no clinical impact and no interruption to therapy reported. Investigation included customer troubleshooting and education, confirmation of noncharging behavior with two devices, and initiation of replacement supplies with expedited shipment. Investigation of this case revealed a suspected defective external power supply or charging accessory causing failure to transfer charge as indicated by the steady light without effective power delivery. It was concluded, based on previously established findings for similar reports, that the cause was a malfunctioning charger consistent with component failure.